Event description:
It was reported that on 4 aptus endoanchors were used in conjunction with other manufacturer¿s stent grafts; all 4 were deployed into the main body. There were no issues deploying the anchors and the procedure was successful. The proximal neck was 15 degrees with 25 percent circumferential calcium coverage. It was reported that a type ia proximal endoleak was discovered, which was assessed to be related to the device. The type ia proximal endoleak was due to loss of proximal fixation. The patient had a left renal artery stenosis at the origin of this vessel near the suprarenal stent component, which would made perivisceral control and reconstruction necessary. The patient was converted to an open repair to resolve the event. Film review analysis: review of cta¿s from 2 years post-implant confirmed that a cook stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries; the renals were patent, but the origin of both renal arteries were calcified. Several anchors were seen attaching the perimeter of the proximal aortic body of the bifurcate to the proximal neck. The right iliac limb was positioned into the right external iliac artery, and the left limb was positioned into the left common iliac artery. The max aaa diameter measured 5cm; contrast was seen outside the stent graft beginning near the top of the aaa sac on the posterior wall. The endoleak type could not be confirmed, but appeared most likely to be a proximal type I. Significant thrombus (7mm max thickness) was seen within the bifurcate aortic body; however, both limbs were absent of any thrombus. No other stent graft issues or any anchor issues were observed. The cause of the loss of proximal fixation leading to the type I endoleak could not be determined. Images at implant and from the recently reported type ia event were not available for review. The cause of the observed stent graft thrombus and the reported left renal artery stenosis could not be determined

Manufacturer narrative:
(B)(4).